Event description:
It was reported in a literature publication, that a retrospective review was done of 179 consecutive patients undergoing posterior instrumentation and fusion using hardware instrumentation followed by oblique lumbar interbody fusion (olif) as a second stage operation for lumbar degenerative disease with a cage filled with a bone graft and/or substitute. Patients ranged in age from (B)(6), with 148 females and 31 males. It was noted that there were 118 primary cases and 61 revision cases. There was no occurrence of revision after a previous anterior approach. It was reported that 20 complications were noted among 19 patients. 4 cases of incisional pain, 3 iliac vein lacerations, 1 peritoneal laceration, 2 postoperative neurological deficits, 3 lower extremity symptoms due to sympathetic plexus injury, 1 transient psoas paresis, 1 transient groin numbness, 1 lower extremities ischemia, 1 case of ileus, 1 case of colitis, and 1 symptomatic pseudoarthrosis requiring revision surgery with alif. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.